Event description:
In mid-november 2020, the user was admitted to a treatment facility due to suppurative meningitis and cerebrospinal fluid leakage. In mid-may 2021, the user came to the clinic with high fever along with a runny nose and was diagnosed with cerebrospinal fluid leakage on the left side. It was reported that the leakage was repaired and the user re-implanted . There were no problems encountered at re-implantation.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received, the recipient has a history of post-operative recurrent meningitis episodes accompanied by csf leakage. A review of the device_s sterilization records confirms that proper sterilization was applied at the time of manufacturing. No information available points to the implant being the source of infection. The reported csf leakage is most likely due to surgical and anatomical reasons, i.e. Enlarged vestibular aqueduct, which is a known predisposing factor for recurrent leakage, potentially leading to csf rhinorrhea and meningitis, as observed in the present case. This is a final report.

Event description:
In mid- (B)(6) 2021, the user came to the clinic with high fever along with a runny nose and was diagnosed with cerebrospinal fluid leakage on the left side. It was reported that the leakage was repaired and the user re-implanted with a new device. There were no problems encountered at re-implantation. Reportedly, in mid- (B)(6) 2020 the user was admitted to a treatment facility due to suppurative meningitis and cerebrospinal fluid leakage.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.